Manufacturer narrative:
This report is submitted on 26 march 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2020. The implanted device remains.

Manufacturer narrative:
The surgery was for an explant, not magnet replacement. This report is submitted on july 24, 2020.